Event description:
In 2005, the patient started super poligrip (dental) at unknown dosing. Approximately four months later, in 2005, the patient experienced swelling and numbness of his left cheek, lips, jaw, and mouth. He was seen in the emergency department and hospitalised overnight. An electrocardiogram was normal, and the patient was diagnosed with a mild stroke. The events resolved a few days later. In 2006, the patient again experienced swelling and numbness of his left cheek, lips, jaw, and mouth. He was again taken to the emergency room and admitted to the hospital. A CT scan and MRI were both negative, and the patient was diagnosed with another mild stroke. At that time, physicians learned that he had changed his dental adhesive to super poligrip and advised that this might have been the cause of the events. Treatment with super poligrip was disconnected. At the time of reporting, the events were resolved. At time of report, consumer could not provide lot code and is not returning product.